Event description:
The customer reported that the unit locks up during operational check.

Manufacturer narrative:
(B)(4). The customer reported that the unit locks up during operational check. The device was evaluated at philips. The symptom was duplicated. The software was upgraded to resolve the issue.